Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusor underinfused. The device was filled with sopat flucloxacillin. It was further reported that the bladder did not reduced in size and the infusion was stopped after 23 hours. Another device was connected and no issues were noted. This event was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.